Event description:
It was reported that 2 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: we had 2 needles that would not allow the medication to pass through them. There was no harm to the patient it was caught prior to administration of the vaccine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary : a device history review was conducted for batch number 2025239. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation with no sample analysis the symptom reported could not be confirmed.

Event description:
It was reported that 2 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: we had 2 needles that would not allow the medication to pass through them. There was no harm to the patient it was caught prior to administration of the vaccine.